Event description:
Report received by manufacturer's technical services department from hcp reporting inadvertent use of 2000 mcg/ml concentration baclofen rather than 500 mcg/ml baclofen. Physician requesting assistance as the mistake was discovered 1 day after refill and patient contacted - patient reported feeling "groggy" and reported to physician for care. Pump was stopped, emptied and filled with 500 mcg concentration. Physician instructed re how to remove 2000 mcg drug from catheter but did not have proper equipment on hand. Physician was assisted in reprogramming drug delivery in catheter for a temporary bridge bolus to reduce flow unitl higher concentration drug had passed from catheter. Patient was kept for observation and was feeling better at last report. No patient identity information provided by hcp requesting assistance.